Event description:
Pt accidentally had catheter pulled out while inflated. Outer sheath covering on catheter from balloon to catheter tip peeled off product and remained in pt's bladder. Pt admitted to hosp on 1/15/97 and had remaining product surgically removed on 1/16/97.